Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, there were errors occurring on the universal surgical manipulator (usm4) and the system prompted the customer to disable usm4. The technical support engineer (tse) viewed the logs and confirmed repeated encoder latency errors reported by the outer distal wrist (distal suj outer - usm4). The customer had already swapped the patient side cart (psc) from another da vinci prior to start. The procedure was converted to another da vinci system with no injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the fault 23103 on the armnet 4. Fse replaced the outer distal set up joint (suj) on the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The distal suj was analyzed and the reported error was confirmed in the field via the site's logs and was replicated in-house, the wrist encoder did not read.